Event description:
It was reported that when attempting to inflate the balloon with the indeflator during the procedure, the balloon would not inflate. The indeflator was connected to the stopcock which comes with the device. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another indeflator was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. As the device was not returned for analysis the investigation was unable to determine a conclusive cause for the reported leak difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9/h3 - device available for evaluation update from yes to no.